Manufacturer narrative:
The hospital reported the sodasorb canister was noted to be cracked. The canister was replaced to resolve the leak condition. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit does not pass the preoperative leak test. There was no report of patient involvement.